Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose was 442 mg/dl and her belt clip for her insulin pump broke. The customer stated she was treating the high blood glucose level and using antibiotics at the time. Nothing further was reported.